Event description:
The customer reported that during maintenance the ventilator gave 52 percent fio2 and the blender will not calibrate or move off of the 52 percent. No pt involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The carefusion failure analysis technician evaluated the gde and was configured for fio2 testing and verified that the fio2 readings did not change when the fio2 was set to anything other than 52%. After performing the air regulator/o2 relay balance measurement found the o2 relay to have moved out of specification. After adjusting the oxygen relay back into specification the blender began to respond with each change in fio2 setting. The gde was left to cycle for over 300 hours to ensure no change in o2 relay calibration to which no shift was found. Findings/root-cause: oxygen relay assembly was found to be out of calibration.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/28/2015. Evaluation required updating based upon the device analysis documented in follow-up 001.